Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
10pcs of retained samples from the complaint lot was reviewed. Tips are smoothly closed, no burr or distortion. Eyelets are punched smoothly, without any burr, no sharp edge. From the investigation, there is no abnormality during the manufacturing process. Considering the user process, during insertion or withdraw, the urethral mucosa may be irritated or damaged, resulting in a painful reaction. In addition, as a foreign body of non-ontological tissue, the presence of the catheter itself may also have a certain stimulating effect on the urethra, thereby causing pain. As no useful information like a returned sample, or picture or video is provided, the supplier cannot find the root cause for the complaint. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user reports ""sharpness to the outside tubing and were causing cutting sensation when inserting and removing." He further stated "he used lubricant and often uses these caths. Issues were abnormal. He did not see anything on the cath specifically to identify the issue. He is on blood thinners so he does have higher risk of bleeding, but the cath is painful to use."